Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as open wound. There was no alleged device malfunction contributing to the irritation. The patient reported being in nursing facility, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution. Outcome of the irritation is unknown.